Event description:
The customer's boyfriend reported that the insulin pump returned a failed battery test. The customer's boyfriend was advised to monitor the insulin pump as they were unable to complete troubleshooting. The customer's boyfriend reported that the customer was hospitalized due to a blood glucose level of 1100 mg/dl. The customer was vomiting and was in a state of diabetic ketoacidosis. The customer remained hospitalized and her blood glucose level at the time of the call was around 100 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.